Manufacturer narrative:
This information is based on a draft journal article. No device deficiencies were reported. It cannot be determined if the femoral pseudoaneurysm was related to the manufacturer's device, but it cannot be excluded so it is being reported. Both pseudoaneurysm and phrenic nerve injury are known potential adverse events for catheter ablation procedures disclosed in product labeling.

Event description:
A draft journal article was reviewed which contained events which may be related to pulmonary vein isolation procedures to treat atrial fibrillation. The article referenced a femoral pseudoaneurysm which was treated by thrombin injection. The article also referenced a patient with phrenic nerve palsy which had recovered at 3 month follow-up.

Manufacturer narrative:
This information is based on a draft journal article. No device deficiencies were reported. It cannot be determined if the femoral pseudoaneurysm was related to the manufacturer's device, but it cannot be excluded so it is being reported. Both pseudoaneurysm and phrenic nerve injury are known potential adverse events for catheter ablation procedures disclosed in product labeling. Follow-up contains date of MDR submission and corrects address of initial reporter.

Event description:
A draft journal article was reviewed which contained events which may be related to pulmonary vein isolation procedures to treat atrial fibrillation. The article referenced a femoral pseudoaneurysm which was treated by thrombin injection. The article also referenced a patient with phrenic nerve palsy which had recovered at 3 month follow-up.